Event description:
The end user reported that their device powered itself off during a clinical training exercise in the cath lab. The hospital biomedical engineer arrived to examine the device and observed that the screen on the device was blank and the on led was green (the led is normal when device is powered on). The device would not power off unless the batteries were removed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Physio-control replaced the main keypad assembly as a precaution and observed proper device operation through functional and performance testing. The device was the returned to the customer for use. The cause of the reported failure could not be determined.